Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the battery device was wornout and had low capacity (60%). Therefore the reported condition was confirmed. It was further determined that the device was defective and had no power. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the battery device was wornout and had low capacity (60%). It was noted in the service order that the device was defective and had no power. This event did not occur during surgery, there was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.